Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Customer reported that during patient ivtm therapy, the thermogard xp ivtm system (serial #:(B)(4)) displayed mid:14 (bg power supply) error code. No known impact or consequence to patient was reported.

Manufacturer narrative:
The reported complaint of mid:14 (bg power supply) error message on the thermogard ivtm system (serial # (B)(4) was confirmed during functional test and during event log review. The investigation findings revealed that the probable cause of the reported mid:14 was due to a defective danfoss module as a result of a short circuit. Unrelated to the reported complaint, seal rocker switch and two screws on rear display head were missing. Pump lid and caster were loose. Bumpers, drip tray gasket were damaged. In cold well can was dirty and rusty. White rollers were installed reverse direction on rotor head (unable rotate white rollers). These types of faults or missing parts were likely due to wear and tear because of the console's age and/or user mishandling. The thermogard ivtm system is a reusable device and was manufactured in november 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 3 years. All faults or missing parts identified were replaced. During event log review, multiple mid:14 error codes were identified on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to mid:14 (bg power supply) error message on the screen. Thus, confirming the reported complaint. To remedy the power issue, the defective danfoss controller was replaced with a new part. The thermogard ivtm system was re-evaluated and passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).